Manufacturer narrative:
Correction: a medtronic representative reported that the magnetic resonance imaging (mr) scan used in the procedure was completed two weeks prior to the procedure date.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. When comparing the exam used in the procedure and a new scan of the patient. It was reported that there was a discretion in the exams as the patient's eyes were offset in the older exam. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision of 3-4 millimeters was observed near the middle of the brain. It was reported that the patient was closed, re-registered and continued with the procedure. The surgeon noted that they felt inaccurate a second time. Following this observation, the surgeon closed the patient and rescheduled the procedure for a later date. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was affected in that multiple unintended passes were made through healthy brain tissue. No additional information was provided.